Event description:
It was reported that after a bowel procedure, the device would not staple and would not cut. On (B) (6) 2010, while performing the anastomosis, the device wouldn¿t staple neither cut. The same issue occurred with a second cartridge. According to the physician, the successive pressures weakened the tissues. Finally, a second stapler was used successfully, but the surgeon strengthened the anastomosis with manual sutures. On (B) (6) 2010, the patient experienced peritonitis, due to an anastomosis laceration, needing a new surgical procedure. The ileocolic segment was removed; a drainage and peritoneal lavage were performed before a new anastomosis. A temporary ileostoma and a parenteral nutrition make the cicatrization possible in a few days. The patient currently can eat normally and is fine. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.